Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patients sensor was inserted into the arm which is considered off label use. The patient did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).